Event description:
A malfunction alarm was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with this process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again, which the caller understood.